Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, pump error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm or verify rewind anomaly, charge/battery lasts less than expected anomaly and failed battery test alarm due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump received unexplained no delivery alarms and rewind was taking longer. Customer¿s blood glucose level was unknown. Customer stated that the rejected new batteries and declined battery life. The insulin pump will not be returned for analysis.